Event description:
Ecn event description: when attempting to engage the ripv, dr. Blank commented that the wire would not advance, he tried multiple times to retract and then advance the wire but it would not move in either direction. The wire and farawave were completed removed and inspected outside of the body. Tissue was noted at the catheter tip. I replaced both the catheter and wire and the case was completed with no further issue. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: attempted to advance wire and retract what is the next course of action?: please replace product. Patient present at time of event?: yes patient complications: other,no patient complications provide details for "other" patient complication: some tissue noted in wire in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: wire entrapment in catheter medical or surgical interventions: when trying to engage the ripv he noticed that the wire was stuck inside of the catcher. He could not advance or retract wire. Catheter and bsc rosen wire were removed from body. Dr noted some tissue at tip of catheter. Wire and pfa catheter were replaced patient outcome: expected to fully recover procedure number: pn 2740904.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, lake region medical was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The current rating for the failure mode in question is currently unknown and being investigated under CAPA-06103. At this time, it is not possible to assign a definitive root cause for the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) warnings section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guidewire tip, damage to the catheter, or vessel damage.